Manufacturer narrative:
Product ID 977a260, lot# va1zmgz008, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient felt the left lead close to the surface of their skin. An examination revealed they were at risk for skin erosion at the lead site. The lead was repositioned to c1 on (B)(6) 2019 and the issue was noted to be resolved without sequelae. No further complications were reported or anticipated.